Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastrectomy procedure, the doctor tried to open the jaws with the round tip on the back of the instrument, but the jaws remained stable. The doctor requested another same device and procedure was carried out without any problems. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m54026. Device evaluation: the analysis results showed that the tlh90 device arrived with no apparent damage with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event could not be confirmed as the device opened and closed without any difficulties noted. The device was disassembled to verify the condition of the internal components and no anomalies were found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.